Manufacturer narrative:
We are awaiting the product to be returned for eval. A follow-up medwatch report will be submitted at the completion of the investigation.

Event description:
It was reported following a percutaneous procedure a 6f angio-seal vip was selected for use. During deployment, the cap and sheath caps were aligned properly and the anchor deployment procedure was performed. Upon pulling the device back, no resistance pressure was felt. Allegedly the device pulled with no anchor, the collagen stuck in the sheath tube, and the suture broke at the dome of the anchor. Manual compression was applied to achieve hemostasis. The physician suspects the anchor detached and mobilized in the artery. The pt remained in the hosp for any signs of distal artery blockage. A CT scan was performed and no anchor was located and the pt remained symptom free after 72 hours. The pt will be re-evaluated in 2 months for possible adverse events.